Event description:
Pt had to be admitted one week after a laparoscopic hysterectomy, due to abdominal/pelvic pain, fever, nausea, vomiting and diarrhea. CT scan showed sigmoid colitis. Pt was treated with IV fluids, antibiotics, antihistamines, analgesics and steroids, and was discharged 6 days later in stable condition. This was thought to be due to floseal hemostatic matrix used in surgery. Dose or amount: 5ml; frequency: 1x; route; transdermal. Dates of use: 2009. Diagnosis or reason for use: hemostasis.